Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update rec'd 1/5/2016-supplemetal paper received. Part/lot is being updated for the taper sleeve and stem. This complaint was updated on: 1/15/2016.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient suffered chronic and severe left hip pain that radiates down the left leg; hip stiffness; trendelenburg gait; and left knee pain as a result of the implantation with the asr hip implant. Also patient was injured by excessive levels of chromium and cobalt. Update: 9/7/2012 plaintiff fact sheet received with part/lot information. No new information was received that would change the outcome of the investigation. Update: 9/23/15 - litigation received. Litigation alleges patient suffers from metallosis and a loose acetabulum, and excessive levels of chromium and cobalt. A dor has been provided. A stem and sleeve are now being added to address allegations of elevated toxic metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.